Event description:
Philips received a complaint on the dfm100 indicating that device failed the self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : the customer confirmed that the root cause is operation error and resolved issue by performing operational check with no engineer evaluation, device passed the test.